Manufacturer narrative:
Continued e1 -- alternate email addresses: (B)(6). Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "saline rupture" (deflation).

Event description:
Healthcare professional reported "saline rupture". This record is for the right side. The device remains implanted.